Manufacturer narrative:
(B)(4): high test results. The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed biorad immunoassay plus controls out of range high when architect c-peptide reagent lot 00611e000 was in use. There was no impact to patient management.